Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: device inspection noted image disappearance occurs during ud direction angle operation due to damage to the image pickup unit (image sensor). Furthermore, the following findings during inspection were noted on the device: scratches on the metal tip, operation part, grip, up / down plate , right / left plate , video connector, light guide connector, light cover glass, ac ring due to external factors. Adhesive part of the objective lens is peeled off due to handling and cracked on video case noted. Curved rubber adhesive is missing. Based on evaluation findings , image disappearance during angle operation was observed, the image issue customer reported was confirmed. Investigation is ongoing, this report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of image defect (compromised image). The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found image disappearance occurred during ud (up/down) direction angle operation due to damage to the image pick up unit . This report is being reported for image disappears during angle operation due to damage to the image pick up unit (image sensor) observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation of a compromised image, the root cause was unable to be identified; however, the event was most likely due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.